Event description:
The pt experienced burning and shocking sensations when she would lie down, beginning a couple of months after implant. The left side of her leg would go numb. The device has "moved around easily" for the past months and the pt had blood in her urine. The pt outcome is unk. Further info is being requested from the hcp.